Event description:
The customer reported what appeared to be a small smudge inside the lens that could not be removed from the exterior surface. The issue occurred during a diagnostic esophagogastroduodenoscopy involving an olympus gastrointestinal videoscope. The procedure was completed using the same device, and no patient injury was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.